Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump screen was unresponsive despite a restart, and the user was advised to revert to backup therapy at the next meal; a case/clip was also requested for the new device. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an unresponsive touchscreen consistent with a device key/button not working, with findings indicating a software problem and the issue traced to the touchscreen component. It was concluded, based on previously established findings for similar reports, that the cause was component failure.